Manufacturer narrative:
6/3/2020 - initiated request with user facility for adverse event details (patient information, 3rd parter re-processor and exposure circumstances) and requested products for evaluation/testing.

Event description:
While cleaning a c-diff patient who had stooled themselves, moisture wicked through the gown at the leg area while staff was leaning/pressing against soiled bed.

Manufacturer narrative:
The device was not available but a representative sample of circulating inventory was provided. Evaluation summary: an aami level 1 gown is not the right level of protection when higher volumes of fluids and leaning/pressure is expected. These conditions typically require aami level 2 or high performance. Aami level 1 gowns are only required to provide <4.5 grams of impact resistance (simulating spray or splattering), no hydrostatic testing. Intended use of aami 1 level products is when minimal liquid contact is expected and no pressing, leaning or pressure. Conclusions: 1. Purchased (new) precaution gown #6699458p met specifications. 2. Laundered performance of circulating inventory was lower than expected but still met aami level 1 performance (0.2 g impact penetration). 3. Exposure conditions including higher volumes of fluids and leaning/pressure typically require an aami level 2 or 3 gown, i.e., materials need hydrostatic resistance. Level 1 gowns do not have a requirement for hydrostatic resistance and testing.